Event description:
It was reported that on (B)(6) 2016, the remote monitor was not able to pair with the patient's device. An investigation is required.

Event description:
It was reported that on (B)(6) 2016, the remote monitor was not able to pair with the patient's device. An investigation is required.

Event description:
It was reported that on (B)(6) 2016, the remote monitor was not able to pair with the patient's device. An investigation is required.